Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. No solution was observed in the sample and the sample was clamped. Its filling port was closed with discofix cap, whereas its patient connector was closed with a closed system transfer device. The flow rate report of the reported lot number 23k10ge561 was reviewed. For final control rate report, the average flow rate deviation from the nominal flow rate was between 3.45% and 10.72%. The sample was decontaminated and sent for a flow rate test. The flow rate deviation from nominal flow rates for the received sample was -8.19%. The flow rate of received sample was within specification ±15% deviation from nominal flow rate. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is still within specification. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported the machine was set with the volume 5ml. It should have run at 48hrs but ran 20hrs faster than it should have been. No patient harm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.